Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issues with events report printer. The technical support specialist (tss) followed knowledge article "1.5.2.1 thermal printer prints gibberish on new devices" for troubleshooting. Es version 1.5.2 was updated on the station (fujitsu printer). Two test prints were performed successfully. The customer was requested to perform testing on their end and confirm proper functionality. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the event reports on all pyxis dispensers printed with strange characters and excessive spacing. All other reports printed correctly, and the issue occurred across all printers on all pyxis dispensers.there were no adverse events or injuries reported based on this event.